Event description:
This report summarizes one malfunction. A review of the reported information indicates that model rf320j vena cava filter allegedly experienced migration and difficult to remove. The information was received from a single source. This malfunction involved one patient with no patient consequences. A 57 years old male patient weighs 299lbs.

Manufacturer narrative:
H10: the lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was not returned for evaluation. Medical records were provided and reviewed. Therefore, the investigation is confirmed for difficult to remove and filter migration. Based on the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation; however, medical record was received for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model rf320j vena cava filter allegedly experienced migration, difficult to remove and perforation. The information was received from a single source. This malfunction involved one patient with no patient consequences. A (B)(6) years old male patient weighs (B)(6) lbs.